Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed and the cause was not identified. It was reported as a result of the connection issue the patient made a touch contamination followed by peritonitis. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The root cause of the connection issue was not identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of bacteria in area near catheter, patient made mistake/touch contamination, and peritonitis with culture positive for gram negative organism in a male patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy. On unreported dates, the patient made a mistake/touch contamination and had bacteria area near catheter. On (B)(6) 2012, the patient experienced peritonitis. Treatment was not reported. Product surveillance spoke with the patient's peritoneal dialysis (pd) nurse on (B)(4) 2012 regarding the event of peritonitis. The pd nurse explained that the patient's catheter disconnected from the transfer set on (B)(6) 2012 leading the patient to make a touch contamination followed by a peritonitis. The pd nurse did not disclose the manufacturer's name of the catheter. The patient was not hospitalized for the peritonitis and was treated with vancomycin 1000 mg. The pd nurse has retrained the patient since the event of peritonitis and has reported the patient is recovering. The pd nurse would not provide any further details.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the MDR as the product code and lot number are unknown. The sample is not available. A follow up report will be submitted if additional information becomes available.